Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient with known short to shield and driveline fault presented to clinic for routine visit. No new alarms were noted on interrogation. Log files continued to capture driveline fault alarms all throughout the log. According to the phase data on the orange wire on phase 3 could be possibly broken. The other 5 wires appeared to be functioning as intended. Onset covered in MFR# 2916596-2022-01543.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed silenced driveline fault alarms indicative of a potential driveline wire compromise; however, a specific cause for the suspected wire compromise could not be conclusively determined through this evaluation. A review of the submitted log file found that a silenced driveline fault alarm was active throughout the log file indicating a potential issue with the orange wire of phase 3. The system appeared to be operating as intended at the fixed speed, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. A, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. A, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the patient was in hospice and was not a candidate for surgical intervention/transplant.